Manufacturer narrative:
Procedure: revision left total knee replacement- patella component only. Rep attended a revision left total knee replacement, patella component only at (B)(4) on the (B)(4) 2017 for case support as a company representative. Surgeon mentioned the patient had been experiencing pain in the knee for many years. Surgeon performed a knee arthroscopy to access the joint and noted that the femoral, tibial and tibial insert were sound and in good condition. The patella had some worn marks. There were no loose bodies or any other signs that could indicate cause for the patient's pain. Surgeon opened the knee and replaced the pfc sigma patella. Surgeon did note and express that he thought the primary patella alignment was not ideal. A new 41mm pfc patella 41mm large oval was implanted ref: 962051, lot: d16092456. Primary implant was on (B)(6) 2009. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon mentioned the patient had been experiencing pain in the knee for many years. Surgeon performed a knee arthroscopy to access the joint and noted that the femoral, tibial and tibial insert were sound and in good condition. The patella had some worn marks. There were no loose bodies or any other signs that could indicate cause for the patient's pain. Surgeon opened the knee and replaced the pfc sigma patella. Surgeon did note and express that he thought the primary patella alignment was not ideal.